Manufacturer narrative:
The full identifier is case-(B)(4). The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. The access sars-cov-2 igg ii assay was not returned for evaluation. There were no reports of system issues at the time of the event. There was no report of issues with other assays at the time of the event. No hardware errors or flags were reported in conjunction with the event. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detects antibodies directed against the spike protein, which are more likely to neutralize the virus. No manufacturer guarantees both a specificity and sensitivity of 100%. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Differences in each individual assay are expected. Different vaccines do not elicit the same immune response and each patient response is different therefore differences in patient responses are expected after vaccination. The access assay is not labeled for vaccine response detection. Additionally, per safety communication from FDA on 19may2021, antibody testing is not currently recommended to assess immunity after covid-19 vaccination. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported non-reactive covid igg results (access sars-cov-2 igg ii, part number c69057, lot number 124351) were generated on the customer's access 2 analyzer (access 2 immunoassay analyzer, part number a65531 and serial number (B)(4)) for six patients; however, the customer only provided detailed results for two of these patients. See full identifier case (B)(4) for other patient results. The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. Customer declined to provide information regarding history of covid-19 infection. No hardware errors were reported in conjunction with this event. System performance indicators such as system check and calibration were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.